Event description:
Per the clinic, the patient was successfully implanted on (B)(6) 2025. However, intraoperative testing and neural response telemetry (nrt) revealed open circuits present on e2 electrode when the incision site was closed up. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device within the same surgery.

Manufacturer narrative:
Correction: the initial MDR submitted on may 07, 2025 was filed inadvertently. No explantation or serious injury has occurred. The device was removed before the suture was placed and it is considered a surgical reject and is not considered reportable.